Event description:
The customer alleged the "plastic part" of the cystoscope was damaged by the cidex activated dialdehyde solution. The customer stated that the manufacturer of the scope recommended using 2.4% glutaraldehyde hld for the scope. It was advised to the customer to check with the manufacturer for scope and material compatibility listed on the instruction for use (IFU) prior to use of asp product. Attempted to retrieve further information about the event but the customer refused. The customer stated that no injuries were reported.

Manufacturer narrative:
Conclusion: cidex activated dialdehyde solution does contain 2.4% glutaraldehyde solution.